Event description:
Event conclusion the cause of death was reported to be cardiac arrest secondary to cardiac tamponade. The atrial lead was not returned and was indicated to be unvailable for evaluation.